Manufacturer narrative:
A ge oec service representative investigated the system failure and could not readily duplicate the failure. The flash memory was erased and reloaded and the system was re-calibrated. The system was tested and found to be functioning as intended and released back to the customer for use. The system failure occurred prior to patient use and the facility did not provide patient any information.

Event description:
The ge oec 9900 fluoroscopy system intermittently will not boot up correctly. The system requires several boot-up attempts, on occasion, to turn on properly.